Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported patient noticed poor communication on patient programmer (pp) last week after he turned his stimulation up. When patient turned stimulation backed down, he couldn't connect pp with his ins. Patient mentioned he used his insr to turn stimulation on/off but didn't want to keep his stimulation on long because ¿it shocking the crap out of me¿. This would consider as a sudden change in therapy/symptoms. It was noted programmer had poor communication with or without antenna. No further complication and events were reported.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient .if information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018 additional information was received from patient. It was reported that the patients weight at the time of the event was (B)(6) lbs., and that the replacement of the patient programmer resolved the poor communication issue, the patient reported that they turn down stimulation when they move around so they do not feel a shocking sensation. No further complication and no symptoms were reported.